Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was determined to be defective and would need to be replaced. The icm remains in use at this time. No patient complications have been reported as a result of this event.